Event description:
It was reported that the ilet device¿s touchscreen developed a crack and became completely unresponsive to touch, rendering the screen unusable; the device had been synced prior and will be returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture associated with the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.